Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that a failed pod had resulted in a serious medical event requiring hospitalization on (B)(6) 2026. The pod had been worn on their arm for 72 hours or longer. The patient experienced redness at the insertion site, a headache, vomiting, difficulty breathing, diarrhea, and later became unconscious while at the hospital. The patient mentioned their blood ketones had risen to greater than 500. The patient¿s blood glucose levels were not reported. The patient was diagnosed with diabetic ketoacidosis (dka) and remained hospitalized for nine days. The patient received treatment during their hospitalization which included oxygen, daily injections in the stomach, intravenous antibiotics, a spray called mgt for breathing, aspirin, anticoagulants, phosphate (two tablets) that was dissolved in a cup of water, controlled doses of insulin, and a painkiller once daily. During the hospital stay, the doctors removed the pod, administered insulin via injections, and provided lantus and novorapid pens. The hospital also performed an angiogram for their heart. The patient applied a new pod when they returned home.